Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, a patient experienced early sensor failure with a sensor wire stuck in the skin that was able to be removed. Patient claims collar was pulled back completely. Dexcom has issued an rga for patient to return device to be investigated.